Event description:
The facility reported that the system displays a fluidic liquid vent error message. One case was cancelled before the patient got into the or, or received any type of anesthesia. There was no patient injury. No further information is expected.

Manufacturer narrative:
The customer was called, and they were able to resolve the error message over the phone. No further action will be taken.